Event description:
It was reported the customer had air bubbles in their reservoir. The customer's blood glucose was 180 mg/dl. Customer also stated their air bubbles were an eighth or sixteenth of an inch wide. Customer also reported experiencing high blood glucose due to the air bubbles. There was also no leaks found in the tubing or reservoir on the customer's insulin pump. Customer was advised that rewinding with the reservoir in place will create air bubbles. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.